Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's dose port and downstream occlusion were damaged. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 7/16/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor seal was found as well as an inoperable lemo connector. The customer's problem was replicated. The cause of the problem was a damaged dso sensor and defective printed wire assembly (pwa) board and both components were replaced to fix the issue.